Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 ml of juvéderm® ultra. Eleven years later, the patient¿s general practitioner advised that there may a ¿granuloma¿ in the lip. A biopsy was not taken to confirm the event. The patient sought consultation with a skin cancer specialist. The event is ongoing.